Manufacturer narrative:
The complaint record is being cancelled, after further investigation, it was identified that it is not a valid complaint as it is a duplicate complaint of (B)(4). Additional information is received; the complaint will be reopened and updated accordingly. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
N/a.

Event description:
It was reported that cardiosave iabp (intra-aortic balloon pump) had over temperature alarm and shut down.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.